Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2019-02711, reference MFR. Report# 1627487-2019-02713. It was reported the patient experienced a fall. In turn, the patient experienced ineffective stimulation. Reprogramming was tried to no avail. As a result, the patient underwent surgical intervention wherein the drg system was explanted.

Event description:
Device 2 of 3; reference MFR. Report# 1627487-2019-02711, reference MFR. Report# 1627487-2019-02713.